Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 310.1 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector. Therefore, the most probable cause was found to be adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on july 1, 2021 that a lighttrail reusable 270um laser fiber was used in an ureterolitotomy procedure in the ureter performed on (B)(6) 2021. The laser unit used was an auriga 30 laser console with laser settings of 6 hertz and 300 millijoules. The laser fiber has been reprocessed 4 times. During the procedure, when the physician was performing a test, system error 1301 - laser power too low appeared on the screen. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.